Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-521a-1014: the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can freely rotate; the outer flow tube exhibits mild signs of contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 83,569 joules of use and 15:24 minutes "fiberlife exceeded" as observed. The procedure was completed using a second fiber. Patient outcome: "confirmed no injury to patient" reported.